Event description:
During a ptca procedure the catheter snapped approximately 11cm from the hub and a dissection was noted within the femoral artery. The report received from the field indicated that an 82 yr old male patient was undergoing a ptca procedure. While torquing the catheter, it snapped approximately 11cm from the hub and a dissection was noted within the femoral artery. Reportedly, the physician did not attempt to retrieve the fractured segment utilizing a snare. Instead, the patient was transferred to the or for surgical removal. The patients condition was reported to be satisfactory.